Event description:
Customer reports that she obtained results of 233 mg/dl and 76 mg/dl within 1 minute on the same device. Customer reported that she performed another comparison where the device read her blood glucose as 196 mg/dl and 99 mg/dl back to back. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.